Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "dr went to use the single sided tensioner and it would not grab the cable. We tried it twice and the tensioner did not work. There were absolutely no adverse effects to the patient. We just used the other tensioner that we have in the set."